Event description:
It was reported that a user with a dexcom g7 integrated to the ilet experienced loss of glucose readings with pairing failures and sensor reconnecting after charging the ilet and showering, consistent with intermittent communication failure involving the antenna component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability issue between devices consistent with intermittent communication failure and involvement of the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.